Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient was constipated after their procedure, but it was resolved by (B)(6) 2018. Two days later it was reported that the patient felt queasy to their stomach; they felt it was due to the antibiotics, stool softener, ¿murlax,¿ and not eating that much. It was also stated that they had a sharp poke in their back, but only one occurrence. It was recommended that they follow up with their healthcare provider for health issues. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.